Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, when a patient is admitted to the hospital, their information is correctly sent from the (hms) to pyxis, and they appear in pyxis as expected. However, if the patient is accidentally discharged in hms, they are removed from pyxis. Even after the discharge is corrected and the patient is readmitted in hms, their profile does not reappear in pyxis. This issue is specifically affecting rop (readmission observation patient) accounts. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction information: section b describe event or problem, section d medical device model, medical device brand name, unique identifier (UDI), medical device serial. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a patient was admitted to the hospital, their information was correctly sent from the hms to pyxis, and appeared in pyxis as expected, and for readmit failed to reappear. A technical support specialist (tss) identified that the sample patients given found to have no second admission, instead of admitting the sample patient got the transaction type of cancel admit. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, had interface issue between hms and device. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.